Event description:
It was reported that an error was displayed on the programmer screen that would not clear after switching on the programmer or rebooting. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer powered up with an error. As a result the hard drive was reconfigured and software was reloaded.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).